Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR has been reviewed, showing no related manufacturing nonconformances. Parts were inspected at synthes, and certificates of conformance were also provided by the supplier. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that the flange inside the screw head of screw popped up. Surgeon backed out the screw because he could not seat the rod. The surgeon was able to use a different screw to complete the procedure, no harm to the patient. The consultant also reported, prior to the procedure, while loading, the tip of the protection sleeve broke during assembly.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: this is report 1 of 2 for complaint (B)(4). (B)(4).

Event description:
This is report 1 of 2 for complaint (B)(4).